Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the rhk femoral component was unsterile in the packaging. It is reported that after opening the device and removing the inner packaging, it was noticed that both the outer and inner packaging foil were completely open. Also one flap of the plastic lid stuck up. There was a reported 2.5 hour delay in surgery and surgery was completed with another device. Upon further examination of the package, it was discovered that the peel-off stipe of the outer foil was missing.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacture records found the product was released without deviations or anomalies. Visual inspection of the returned packaging shows that the tyvek was fully sealed. The peel side of the label still intact another side was cut indicating that the packaging was opened incorrectly. The product likely left zimmer biomet conforming.